Event description:
It was reported that one week post implant of the implantable cardiac monitor (icm), the incision continued to bleed. It was further reported that this continued for another week and the icm was sticking out of the incision and infection was present. The icm was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.